Manufacturer narrative:
The customer¿s report of infusion infusing at an incorrect rate was confirmed. Analysis of the log shows that the pump module was programmed to run norepinephrine 8mg/250ml at a rate of 37.5ml/hr at 6:29 pm on (B)(6) 2016. The infusion ran until 6:55 pm on (B)(6) 2016 with multiple changes to the doses and vtbi; during this time doses varied between 20mcg/min, and 50mcg/min. At 9:25 pm on (B)(6), the reported event date, the dose was changed to 25mcg/min and then to 27mcg/min; following this there were multiple changes made in the dose ranging from 25mcg/min to 17mcg/min. At 11:32 pm, the dose was changed to 115mcg/min; a guardrails warning ¿dose exceeds guardrails limit of 30mcg/min. Proceed?¿ was acknowledged with "yes", and the infusion ran at this dose until 11:37 pm when the dose was changed to 30mcg/min, and then to 15mcg/min a few seconds later. At 11:47 pm, the user changed the dose to 20mcg/min. At 12:10 am on (B)(6) 2016, the device was channeled off, which powered off the system. The root cause was identified as user programming. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that an infusion of levophed 8 mg/250 ml of d5w was programmed to infuse at a dose of 15 mcg/min, however the dose infused at 115 mcg/min for approximately 2 minutes. The patient developed "elevated troponin, elevated lfts and st elevation". The patient required doses of plavix and asa, and had a cardiology consult and echocardiogram. The patient is currently back at baseline.